Event description:
It was reported that reel popped and springs came out, suture could not be tensioned. Anchor was removed and an additional hole was made to complete the procedure. No significant delay or patient injury reported.

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection of the device found that the returned speedlock device was received undeployed and its wire snare loop and the tip of the anchor are broken. No clinical suture was returned for evaluation. The speedlock device is a single use device therefore a functional test cannot be performed and the failure cannot be replicated. The complaint was verified, but the root cause for the snare line loop break could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: excessive tension applied to the snares while attempting to snare the suture or over-tension the suture. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.